Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that the patient came into the clinic with overdose like symptoms. The hcp stated that they wanted to rule out if it was related to the pump or not.